Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support on impella cp on (B)(6) 2025, the patient had gastrointestinal bleed. 4 units red blood cells (rbc). Scope to identify the bleed and blood products. Heparin on hold. The pump was explanted.

Manufacturer narrative:
D9 updated. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. No physical damage was noted on the pump. (Hemorrhage/bleeding): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.